Event description:
Patient was revised to address tibial loosening at the cement/implant interface. The manufacturer of the cement is unknown. Poly wear and osteolysis were also discovered.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 15 years ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.